Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.5-3.5 inr. Pt has been testing for more than 2 yrs, and has never had a problem before.

Manufacturer narrative:
Investigation pending.